Event description:
It was reported that during a lap prostate procedure, the first instrument stopped working after 1 1/2 hrs and displayed instrument error code. Second instrument worked for 1/2 hrs and displayed instrument error code. A third instrument was used to complete the procedure. No pt consequences.